Manufacturer narrative:
Evaluation results - inspection of the canopy shows that on the zipper pull of the slider body is open. There is a 2 inch tear in the vinyl of the drainage port and the elastic caps on the right/left side are torn.

Event description:
A family member reported that their mother was in a posey bed canopy and the zipper separated/stripped. The mother fell out of the bed. No injury to the mother when this occurred. She stated that since there is only one access window on this model, they have to use it a lot to get her mother in and out of bed which may contribute to the zipper problem.